Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the patient's infusion set cannula was leaking on (B)(6)2024, (B)(6)2024, (B)(6)2024. The blood glucose level of thepatient ranged between 300 to 350 mg/dl which was treated by correction bolus via pump. Moreover, the issue occurred with four infusion set used for 18 to 24 hours and site was upper arm. No further information available.

Manufacturer narrative:
Initial and final MDR 1897459- MDR 3003442380-2024-10661- device 2 of 4